Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the lay-user/patient to report that the patient had a hypoglycemic episode due to an inadvertent infusion from the animas insulin pump. Approximately two days before the reporter contacted animas, the patient¿s substitute school nurse reportedly was not familiar with the subject insulin pump and had the patient remove the insulin cartridge from the insulin pump while the patient was still attached. The school nurse, thinking the subject pump was a blood glucose meter, attempted to insert a test strip into the insulin pump after the cartridge was removed. The reporter could hear the pump alarming loss of prime and decided to drive to school to assess the situation. The reporter found the cartridge out of the pump with the remaining insulin was pushed out of the infusion set. At the time of concern, the patient¿s blood glucose dropped to 44 mg/dl. The patient had symptoms described as ¿eyes were glassy with slight lethargy.¿ the reporter treated the patient with multiple juices prior to the arrival at the hospital. At the hospital, the patient was given 2 units of d51 and remain IV glucose until his blood glucose reading was elevated to 300 mg/dl. The patient was release after 11 pm that night and has resumed insulin pump therapy. Troubleshooting revealed there was use error involved with the reported incident. The animas representative advised the reporter to never have anyone touch the cartridge while the patient is still attached to the animas pump. The reported issue was resolved with training. This complaint is being reported because the patient required medical intervention for hypoglycemia after there was an inadvertent infusion due to use error, cartridge was removed while patient was still attached.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: the black box began on 02/25/2016. The black box data/histories for the event have been overwritten due to continued use of the pump. A rewind, load and prime sequence was performed successfully with no errors or alarms. The pump was detecting the correct force. The available daily insulin delivery totals correctly reflected the users programmed basal rates and the pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).